Event description:
Medtronic received a report that during the aneurysm surgery, during the coil embolization process, the coil was found to be stretched, so another coil was replaced and the surgery was successfully completed. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured c6 aneurysm with a max diameter of 7.8 mm and a 4.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Additional information was received that there were no issues that resulted in the damage that was found

Manufacturer narrative:
Equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). Document used: n/a. As found condition: the axium coil was returned for evaluation inside a biohazard bag and a shipping box. Visual inspection/damage location details: the implant coil was still attached to the pushwire. The implant coil appeared stretched, and the polypropylene filament was broken. No bend was found on the pushwire. Testing/analysis: n/a. Conclusion: based on the analysis findings, the customer complaint was confirmed as the implant coil was stretched. However, the cause could not be determined. Possible causes include vessel tortuosity, resistance during delivery, difficulty navigation, and re-positioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.